Event description:
Caller reported an incident of hyperglycemia requiring hospitalization within 24 hours of having attempted unsuccessfully to use the aviva system due to error within specifications. The device error was caused by the customer attempting to use expired strips. On (B)(6) 2017, at about 10 am, customer felt weak, was sweating, and pale. Customer was able to self-treat with orange drink and began to feel better within 10 minutes. Customer was taken to the emergency room on (B)(6) 2017 at about 12 noon by his wife, since he does not drive because he is legally blind. His blood sugar was checked at the hospital emergency room shortly after he arrived and it was 188 mg/dl. Customer was admitted to the hospital and kept overnight for one night for observation of high blood sugar and tests. Customer states he was given an insulin shot at about 8pm on (B)(6) 2017 and then another one on (B)(6) 2017 at about 8am. Customer does not know what kind of insulin he was given or what the dosage was. Customer was discharged from the hospital on (B)(6) 2017 by 9am. He is feeling much better now. A request was made for the return of the system and a replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.